Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
Customer's mother reported via phone call power system error alarm on the insulin pump. Customer's blood glucose was 12.7 mmol/l. Customer was advised that this alarm occurs when the backup battery fails. Customer's mother was offered a replacement but advised they will monitor the situation and do not want it at this time. Customer's mother advised if this power error alarm occurs again they will like to get their device replaced. Customer was able to clear the issue correctly with the assistance of the helpline technician.

Manufacturer narrative:
The insulin pump was returned for power error alarm. Detailed trace analysis confirmed the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump passed displacement test. The insulin pump was received with missing retainer, scratched case and minor scratched lcd window.